Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a kinked guide wire was able to be confirmed by the photos. The images show a partially advanced guidewire in a clinical setting with several kinks/bends, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the doctor open the package the swg was found kinked prior to the patient." A new swg was used successfully. No patient harm or injury.

Event description:
It was reported "when the doctor open the package the swg was found kinked prior to the patient." A new swg was used successfully. No patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly for analysis. The end cap was not returned. Definite signs of use were additionally observed. Visual inspection of the returned guide wire revealed two kinks along the body. Microscopic examination confirmed the damage. The distal j-bend was misshapen. Both welds were observed to be present and appeared to be full and spherical. The guide wire was fully reassembled into the returned assembly and a lab inventory end cap , and it was observed that the kinks on the guide wire would be protected during shipping and storage. Clarification was requested of the customer regarding the signs of use and they confirmed that the damage was observed prior to use. The kinks in the guide wire measured 535 and 557mm from the distal end. The total length of the guide wire measured 601mm , which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.80mm , which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the guide wire threaded through a lab inventory ars and 18 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds are intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed two kinks in the guide wire body. When fully assembled, the location of the kinks would be protected within the assembly during storage and shipping. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the circumstances of the returned sample and customer report, the potential root cause cannot be confirmed at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "when the doctor open the package the swg was found kinked prior to the patient." A new swg was used successfully. No patient harm or injury.

Manufacturer narrative:
(B)(4).